Manufacturer narrative:
The product was not returned to cormatrix for eval. No additional info is currently available. The implanting surgeon indicated that the event was related to pre-existing pt conditions, medications, and was unrelated to the actual envelope device.

Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that the cormatrix cangaroo ecm envelope was used for a generator (biventricular aicd) change out on (B)(6) 2015. During a follow-up visit on (B)(6) 2015, it was observed that the pt had thinning over the lateral aspect of the device site with air-like pocket but no visible device. The pt was admitted to the hosp for further eval and management because of threatened dehiscence and questionable infection. At the time of hosp admittance, there was no evidence of erythema, hematoma, tenderness, or discharge at the ICD site. However, a hematoma evacuation and pocket revision were later performed. The implanting surgeon indicated that the event was related to pre-existing pt conditions, medications, and was unrelated to the actual envelope device.